Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: during a response to a customer survey, this patient reported discontinuing peritoneal dialysis (pd) due to a serious infection. Attempts to obtain additional information were unsuccessful. It is unknown what type of infections the patient was referring to in the survey response. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h10 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection. Additional information was requested, however to date has not been provided.